Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a concentric, de novo lesion in the moderately tortuous mid marginal coronary artery, an unspecified 0.014 guide wire was advanced past an unspecified guide catheter and past the lesion. When attempting to advance a 3.5x15 nc trek rx balloon dilatation catheter (bdc) onto the proximal end of the guide wire, the tip of the bdc was unable to be advanced more than 2 centimeters onto the guide wire. The nc trek rx was able to be retracted over the guide wire without difficulty. Reportedly, while the unspecified guide wire itself had been flushed prior to use, the guide wire lumen of the nc trek rx bdc was not flushed prior to use. Another unspecified bdc was successfully used with the same 0.014 guide wire to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The device was returned. The inner member inside the balloon was separated. The outer member was prolapsed (folded over itself) 1mm proximal to the proximal seal. Balloon peeling was noted. Additional information received indicated that the site was not aware of the balloon peeling and separated inner member shaft, and the protective sheath and stylet had not been difficult to remove during unpackaging. No additional information was provided.